Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure insulation damage was discovered on the proximal portion of the low voltage, pace/sense portion of the right ventricular (rv) lead. The physician chose to cap the pace/sense portion of the lead and implanted anew low voltage, pace/sense lead. The high voltage portion of the original rv lead remains in use. No patient complications have been reported as a result of this event.